Manufacturer narrative:
Evaluation summary: the infusion pump was tested for flow accuracy at 100ml/hr, the pump failed the accuracy test with a flow value -21.5% below the desired amount. The specification limit for this pump is +/-5%.

Event description:
The facility reported an infusion pump that was "underinfusing" during biomed testing. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event and no patient injury has been reported.